Manufacturer narrative:
Product has been requested but not yet received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported experiencing irritation in the left eye after wearing contact lenses. The patient was seen by a doctor two days after experiencing symptoms and was diagnosed with a bacterial infection and corneal ulcer. The patient was prescribed vigamox, hydrogel, doxycycline, lacrifilm, regencel and dipyrone. The patient was also told to suspend contact lens wear. The patient has recovered from the bacterial infection and corneal ulcer however, the patient is now experiencing blurred vision, light sensitivity and discomfort.

Manufacturer narrative:
A review of the manufacturing records was completed and concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.